Event description:
Boston scientific received information that this right ventricular lead and implantable cardioverter defibrillator (ICD) displayed a high out of range shock impedance measurement. A request for additional information from the local boston scientific field representative was made. No further information was able to be provided. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As of today, no further information is avaialble. Should additional information become available, this report will be updated.